Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. H10: this event was also captured in duplicate MFR. Report # 2124215-2021-22542.

Event description:
It was reported that this patient underwent a generator replacement procedure due to normal battery depletion (nbd). When this right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) the shock impedances were high and out of range, measuring greater than 125 ohms. Defibrillation threshold (dft) testing was performed which resulted in a code 1005; shock into an open circuit condition with impedances greater than 125 ohms. The rv lead was connected to the previous ICD, and the shock impedances were 110 ohms and 99 ohms when dft testing was performed. The impedances for the last 9 months had been 99-112 ohms. The physician elected to remove and replaced the ICD prior to pocket closure. The shock impedances were within normal limits with the new device. The rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the rv lead had exhibited high out-of-range shock impedances, measuring 129 ohms. It was noted the shock impedances had continued to gradually increase since the pulse generator replacement procedure. The physician planned to raise the upper limit out-of-range alert to 150 ohms and enroll the patient in the remote monitoring system. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was explanted and replaced due to the known out-of-range shock impedance measurements. It was noted that the ICD was explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that this patient underwent a generator replacement procedure due to normal battery depletion (nbd). When this right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) the shock impedances were high and out of range, measuring greater than 125 ohms. Defibrillation threshold (dft) testing was performed which resulted in a code 1005; shock into an open circuit condition with impedances greater than 125 ohms. The rv lead was connected to the previous ICD, and the shock impedances were 110 ohms and 99 ohms when dft testing was performed. The impedances for the last 9 months had been 99-112 ohms. The physician elected to remove and replaced the ICD prior to pocket closure. The shock impedances were within normal limits with the new device. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. H10: this event was also captured in duplicate MFR. Report # 2124215-2021-22542.

Event description:
It was reported that this patient underwent a generator replacement procedure due to normal battery depletion (nbd). When this right ventricular (rv) lead was connected to the new implantable cardioverter defibrillator (ICD) the shock impedances were high and out of range, measuring greater than 125 ohms. Defibrillation threshold (dft) testing was performed which resulted in a code 1005; shock into an open circuit condition with impedances greater than 125 ohms. The rv lead was connected to the previous ICD, and the shock impedances were 110 ohms and 99 ohms when dft testing was performed. The impedances for the last 9 months had been 99-112 ohms. The physician elected to remove and replaced the ICD prior to pocket closure. The shock impedances were within normal limits with the new device. The rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated the rv lead had exhibited high out-of-range shock impedances, measuring 129 ohms. It was noted the shock impedances had continued to gradually increase since the pulse generator replacement procedure. The physician planned to raise the upper limit out-of-range alert to 150 ohms and enroll the patient in the remote monitoring system. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that this rv lead was explanted and replaced due to the known out-of-range shock impedance measurements. It was noted that the ICD was explanted and replaced during the same procedure due to normal battery depletion (nbd). No additional adverse patient effects were reported. Product return was requested. Additional information received reported that pacing system analyzer (psa) testing of this rv lead at the procedure had showed high rv pace impedances and high capture thresholds. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
Additional information was received which indicated the rv lead had exhibited high out-of-range shock impedances, measuring 129 ohms. It was noted the shock impedances had continued to gradually increase since the pulse generator replacement procedure. The physician planned to raise the upper limit out-of-range alert to 150 ohms and enroll the patient in the remote monitoring system. This rv lead remains in service. No adverse patient effects were reported.